Event description:
The patient reported experiencing elevated blood glucose of 350 mg/dl at 5:00am on (B) (6) 2010. The patient found the infusion tubing was broken. The patient changed the infusion set and blood glucose returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.